Event description:
Per the clinic, the patient developed wound infection at the post-auricular site and subsequently was hospitalised in (B)(6) 2017 (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.